Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with a blood glucose reading of 456 mg/dl, and as a result she was extremely dehydrated and couldn't walk. The customer stated that her blood glucose kept rising despite treating with her pump. Troubleshooting was initiated for her high blood glucose levels, but the high pressure test could not be performed due to lack of a tubing clamp. The customer requested a new pump, and she was advised that next time she experiences high blood glucose she should call the 24-hour helpline to fully troubleshoot in order to determine the cause. The insulin pump was returned for analysis and a replacement device was shipped to the customer.